Manufacturer narrative:
The analyzer's serial number is (B)(6). Due to the limited information provided, a user error could not be excluded. Single false results may occur in elecsys ahcv ii as well as in other (competitor) assays. The sensitivity and specificity of immunological assays is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys ahcv ii assay performs within specification.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient on a cobas e 411 analyzer (rack system). The elecsys ahcv ii result was non-reactive. The patient's result using a competitor's method (unspecified) was reactive. The non-reactive result was reported to the patient. Rna hcv testing and/or immunoblot testing were not performed. No additional information was provided.